Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g was involved with the patient experiencing an allergic reaction that resulted in medical intervention. The patient scheduled an appointment with their physician after experiencing "itchy bump bruises" following device use. No information regarding the outcome of the physician visit has been provided. The following information was provided by the initial reporter: consumer reported finding the injection site to have itchy bumps bruises for 4-5 days. Consumer is using victoza and reported this incident to novo nordisk. Consumer contacted her doctor who informed her to stop injecting. Scheduled to see this consumer in a few days. Consumer asking for the composition of needle I have informed. No treatment needed on the sites. They are gone in 4-5 days. Bumps started when doctor increased dose of victoza. New user of victoza/pen needles. Cleans site with alcohol denied reuse. Lot # 0015495. Catalog# 320122. Date of event unknown -- but the last 3 weeks with every injection and victoza.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/28/2020. H.6. Investigation: customer returned (71) unopened 32gx4mm bd pen needles from lot 0015495. Consumer reported itchy bumps and bruises at the injection site. (B)(4) out of the (B)(4) returned samples were selected and tested for visual inspection of point geometry, outer diameter and lube coverage. All (B)(4) samples tested within specification. No evidence of manufacturing defect was observed. Since no defects were observed, the alleged issues could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g was involved with the patient experiencing an allergic reaction that resulted in medical intervention. The patient scheduled an appointment with their physician after experiencing "itchy bump bruises" following device use. No information regarding the outcome of the physician visit has been provided. The following information was provided by the initial reporter: consumer reported finding the injection site to have itchy bumps bruises for 4-5 days. Consumer is using victoza and reported this incident to novo nordisk. Consumer contacted her doctor who informed her to stop injecting. Scheduled to see this consumer in a few days. Consumer asking for the composition of needle I have informed. No treatment needed on the sites. They are gone in 4-5 days. Bumps started when doctor increased dose of victoza. New user of victoza/pen needles. Cleans site with alcohol denied reuse. Lot # 0015495. Catalog# 320122. Date of event unknown -- but the last 3 weeks with every injection and victoza.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g was involved with the patient experiencing an allergic reaction that resulted in medical intervention. The patient scheduled an appointment with their physician after experiencing "itchy bump bruises" following device use. No information regarding the outcome of the physician visit has been provided. The following information was provided by the initial reporter: consumer reported finding the injection site to have itchy bumps bruises for 4-5 days. Consumer is using victoza and reported this incident to novo nordisk. Consumer contacted her doctor who informed her to stop injecting. Scheduled to see this consumer in a few days. Consumer asking for the composition of needle I have informed. No treatment needed on the sites. They are gone in 4-5 days. Bumps started when doctor increased dose of victoza. New user of victoza/pen needles. Cleans site with alcohol denied reuse. Lot # 0015495. Catalog# 320122, date of event unknown -- but the last 3 weeks with every injection and victoza.